Event description:
It was reported that the cap (pull ring) of three (3) units of homechoice cassette fell off the tube. This was described as ¿did not have flap. It just fell off of the tube. The cap on the hose was not connected correctly¿. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.